Manufacturer narrative:
Accudrain with the anti-reflux valve ((B)(6)) was not returned, and no photos of the disconnected components were provided to evaluate and determine a possible root cause. Additionally, lot number information has not been provided; therefore, device history record (DHR) could not be reviewed. Possible root causes could be related to the catheter¿s securing method (or lack of), and/or patient movements (supervised or unsupervised) that may have inadvertently pulled on the catheter causing the disconnection. This is supported by the fact that the device was reconnected and used until completion of treatment without any further inconveniences. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Medsun #(B)(4) was received and reports the following: "patient had a lumbar catheter connected to an integra accudrain system. The patient's lumbar catheter separated from junction where it joins the drain. The patient had a large amount of csf drain causing the patient to have a severe headache and unable to have the csf drained every hour. The patient did recover with an injury except the headache. What was the original intended procedure?: the lumbar catheter would remain connected to the lumbar drainage system at all times. Therapies being used on the patient at the time of the event that may have caused or contributed to the event: not applicable." Additional information received from facility indicating the following: please provide serial number/lot number. Answer: package was not available and unable to provide lot number. Was there any patient adverse consequence as a result of the delay? If yes, please explain. Answer: due to the disconnection and loss of large amount of cerebral spinal fluid, the patient had a severe headache and the patient was unable to receive a hourly intervention of draining specific amount of csf. When was the date of the incident? Answer: january 20, 2025. What action taken after product problem occurred? (E.g. Replacement)? Answer: the drain was not replaced. The tubing was cleansed and reconnected. When was the product problem discovered (during inspection, before/during/after a procedure)? Answer: the product problem was discovered because the patient¿s linens were wet and the patient complained of severe headache. Is the complaint device available for return? If yes, please provide shipment date and tracking number once available. Answer: yes. What is patient outcome/status? Answer: patient¿s drain was removed on time and the patient did not experience any adverse events except for the severe headache.